Event description:
The rn reported that while trying to suction the above patient with an inline 8f suction catheter, the catheter broke and almost stuck in the patient's ett. Rn reported the incident to the evening charge therapist and left the defected catheter in the respiratory utility room for the supervisor to take a look at it. The rn suctioning the patient found the equipment error immediately. The catheter was removed from the endo tube with no harm to the patient. The rt was notified. The catheter was saved and taken to materials management. All leadership in the nicu and respiratory notified. Rt will mention at huddles with staff. Rt supervisor followed up with the 'product issue notification form' and materials management were notified. The catheter is with materials management. Catheters will be monitored for trends.